Manufacturer narrative:
Block b5: based on the device evaluation, this event has been determined as no longer reportable. Blocks d9 & h3: the visions pv .035 catheter was returned for evaluation. Block h3: visual inspection found no damage that could have led to the reported complaint of a poor image. During functional testing, the device was recognized by the laboratory core mobile system and produced a clear and constant image. Further, saline testing determined there was no evidence of fluid ingress on the distal and proximal fillets as the images remained clear. Block h6: based on the device evaluation, the reported complaint could not be confirmed as the device performed as intended. Therefore, the probable cause of the poor image experienced by the user could not be determined by the investigation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The initial MDR was reported for a poor image that the patient would be brought back for ivus imaging. However, based on the device evaluation, this is no longer reportable since the catheter produced and maintained a clear image. The catheter performed as intended; therefore, there is no potential for harm for delay of treatment with recurrence.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. . The visions pv .035 catheter was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .035 catheter was used in a diagnostic peripheral procedure. During use, the catheter had a poor image. Although venography and x-ray were used to complete the procedure, the patient will be brought back for ivus imaging of the compression area. No patient injury reported. This product problem is being reported because the catheter could not be used; resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
Blocks a2, a3, a5, a6: patient date of birth, age at time of event, sex, gender, ethnicity, and race available. Block d10: concomitant medical products available. Block e4: updated from unk to no. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.